Event description:
It was reported that when the ventricular assist device (vad) coordinator tried to use the system monitor it would not turn on. The system monitor was tried with another power module, however the screen remained black.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor showing a black screen was confirmed. The system monitor (serial number: (B)(4) was returned to european distribution center (edc) and was evaluated and tested on (B)(6) 2023. The monitor was able to boot up, but the screen remained black. The motherboard was replaced, and the monitor was able to display its intended image. The motherboard was forwarded to the product performance engineering (ppe) lab for further analysis. Upon initial observation of the motherboard, fluid ingress marks were observed on the graphics processing unit (gpu). Circuit analysis was performed using an oscilloscope to measure the voltage signals going into and out of the gpu. Input voltage signals to the gpu all measured as expected; however, output signals from the gpu were found to be very noisy and weak indicating that the gpu was electrically compromised. Fluid damage to the gpu was determined to be the cause of the system monitor showing no display; however, a root cause for the fluid ingress was unable to be determined. Incidental findings: damaged inverter cable. The device history records were reviewed, and the records revealed the heartmate system monitor (serial number: (B)(4) was manufactured in accordance with manufacturing and qa specifications and was shipped on (B)(6) 2006. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿). Per this section, if the system monitor does not function properly, contact the company's technical service department. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. The IFU also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.